Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event/concomitant medical products: the event occurred on an unspecified date in (B)(6) 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked from unspecified location. This was observed during unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.